Event description:
The patient was undergoing a medical procedure using a neuron 6f 053 delivery catheter. During preparation for the procedure, a neuron 6f 053 delivery catheter was found to be broken at the hub and was not used.

Manufacturer narrative:
Result: the hub of the neuron delivery catheter 053 was cracked. The catheter shaft was ovalized approximately 7.0, 9.0, and 13.5 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicates that the package was opened and the hub of the catheter was found damaged. Evaluation of the returned product confirmed a crack in the hub of the catheter. This type of damage usually occurs due to over tightening an accessory on the hub. However the complainant reported that the device was found damaged when the package was opened. These devices are 100% inspected for damage during processing therefore, it is unlikely this damage was present prior to opening the package. The cause of the issue cannot be determined. The ovalizations in the shaft of the catheter were not described in the complaint and likely occurred due to handling when packaging the device for return. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.